Event description:
Customer reported pump malfunction with no notable preceding events. There was no adverse impact on customer's blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.